Event description:
Pt presented with pain and swelling and obvious resorption in region of anterior femur.

Manufacturer narrative:
Evaluation summary: inspection of femoral component reveals a lack of cement and bone on the anterior-lateral surface of the box, consistent with bone resorption as reported. Other devices used (tibial plate and articular surface) were compatible with the femoral component. It is unk how long the devices were in-vivo. With the info provided, a probable cause cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.